Event description:
It was reported that following an ablation procedure, the patient experienced diabetes insipidus, supraventricular tachycardia and atrial flutter with a 2:1 heart block. The patient had a serum osmolality of 320 and urine osmolality of 120 with urine specific gravity at 1.06, and was treated with an increase dosage of dexamethasone on (B)(6) 2018 for the diabetes. The patient was also treated with an increase in medication and ablation for the heart block. The events were considered definitely related to the surgical procedure. The diabetes was considered resolved as of (B)(6) 2018, and the other events resolved as of (B)(6) 2018. The patient was discharged to a skilled nursing facility on (B)(6) 2018. There were no further patient complications reported in relation to this event.